Event description:
It was reported that during priming with a prismaflex st150 set, it was observed that the "top part of the filter was broken, causing the priming solution to leak". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. An air leak test was performed on the actual sample, and a leak was observed at the level of the set return line near the filter screwed connector. Further inspection showed that the screwed connector was cracked, which allowed the leakage. The filter damage was not detected during the manufacturing in process visual control and leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the connector damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.